Event description:
It was reported via clinical affairs that a (B)(6) male patient was diagnosed with severe aortic stenosis of an edwards bioprosthetic valve with an implant duration of approximately 9 years. The patient underwent an implant of a transcatheter valve inside the existing stenotic bioprosthesis with no noted complications..

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. There is no information to suggest manufacturer quality deficiency that may have caused or contributed to this event.